Event description:
It was reported the patient had a left knee poly exchange due to infection. Surgeon switched to 9mm poly for slight stiffness. No further information is available due to hospital policy.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: the medical records provided are insufficient to warrant a clinician review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 5550l319; triathlon sym patella s31x9mm: lot# lmn031 cat# 5570-s-040; triath total knee sys offset adapter 4mm: lot# 0136480l cat# 5521-b-400; tri ts baseplate size 4: lot# oy43ea cat# 5512-f-401; tri ts femur sz4 left: lot# ler9x cat# 5566-s-018; tri press-fit stem 18x150mm: lot# 0105728e it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.